Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was first inflated at 6atm for 5 seconds, second inflation at 8 atm for 5 seconds, but ruptured during third inflation at 8 atm immediately after inflation. The device was completely removed from the patient body using the normal method without any problem and the procedure was completed with another of the same device. No complications reported and there was no patient injury.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6).